Event description:
It was reported that the display on the external pulse generator did not come up properly when the generator was powered on. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the display on the external pulse generator did not come up properly when the generator was powered on. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis was not able to confirm the customer comment that the display did not come up properly when the unit was powered on. Analysis did find that the lower case, heart block, heart wire contacts, lead flex cover, both output connectors, the main printed circuit board and the heart lead flex was contaminated, one bail cover was broken and one printed circuit board screw was corroded. (B)(4).